Event description:
It was reported that after a diagnostic peripheral angiogram of the right knee arteries, arteriotomy closure of the right common femoral artery was achieved using a starclose se device. Reportedly, although the patient has a hypersensitivity to nickel, a starclose se device clip, which is manufactured using nickel-titanium, was used to achieve hemostasis. The next morning, the patient developed a fever 100.8 degrees, which was not treated. The next day, the fever was measured at 99.6 degrees and the following day, the fever completely resolved. The patient stated that she has no symptoms at the access site. The patient was not prescribed a prophylactic antibiotic, but will be monitored for any symptoms related to nickel hypersensitivity. Although, the patient reports a hypersensitivity to nickel, the patient indicated that she has not been clinically tested. The starclose se device was deployed uneventfully and successfully achieved hemostasis. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4): indication for use (device used in patient with hypersensitivity to nickel). It is indicated that the device is not returning for evaluation. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. In this case, the device was used in a patient with a hypersensitivity to nickel. The instructions for use states: the starclose se vascular closure system is contraindicated for use in patients with known hypersensitivity to nickel-titanium. Although a definitive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a quality deficiency associated with the product.